Manufacturer narrative:
The referenced previous hospital admissions for gi bleeding are reported on medwatch MFR report # 2916596-2017-02389 and medwatch MFR report # 2916596-2017-01540. (B)(4). Approximate age of device - 1 year, 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 for gastrointestinal (gi) bleeding. Further information provided stated that the patient has lupus and is hospitalized every other week for blood transfusions. The vad team at the implanting center considers the gi bleeds related to the lupus and not the vad. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established through this investigation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.